Event description:
It was reported that the patient received a total hip replacement on the left with revitan stem device approximately 15 years ago. At first it was problem-free, but recently the patient reported pain in the thigh when walking and performing a rotational movement. It was noted there was a misalignment of the revitan shaft, and it was found to be fractured during revision surgery on (B)(6) 2023. All the pieces of the shaft were able to removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10. Revitan prox. Cylindrical 55 item# 01.00402.055; g2. Report source: switzerland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial left total hip arthroplasty with competitor product on (B)(6) 2008. Revision due to pain occurred on (B)(6) 2008 and a proximal femoral shaft fracture at the tip of the prosthesis with subsidence of the stem was found. A revitan stem was implanted with a competitor head with cerclage wires placed to stabilize the fracture. Subsequently, the patient underwent a second revision on (B)(6)2023 due to misalignment of the revitan shaft identified on x-ray and presumed implant fracture. Due diligence was completed and all necessary information has been received for this event.

Event description:
It was reported that a patient had an initial left total hip arthroplasty with competitor product. Prior to discharge, the patient felt a pain in the thigh when walking and performing a twisting movement. The patient was returned to surgery due to a proximal femoral shaft fracture at the tip of the prosthesis with subsidence of the stem. The initial cup and liner remained intact. During the revision, a revitan stem was implanted with a competitor head with cerclage wires placed to stabilize the fracture. Subsequently, the patient underwent a second revision approximately 15 years post implantation due to misalignment of the revitan shaft identified on x-ray and presumed implant fracture. Diligence is complete and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the revitan stem was returned for investigation, together with the head and the liner from the competitor. Of note, the competitor head is still mounted on the taper of the proximal part. On all surfaces of the head and the liner from the competitor, countless scratches and metal transfers can be seen. The revitan stem was received disconnected at the connection between the connection pin and the distal stem body; the proximal stem and the connection pin are still assembled. No bone ongrowth can be seen on the anchoring surface of the proximal part; some polished areas can be seen on the anterior side on the anchoring fins as well as on the posterior and medial side of the neck area. The lot number on the proximal part has become illegible due to a scratch. The visible part of the connection pin is not anymore in its original condition and shows a mixture of polishing, smearing, and wear; additionally, a newly formed groove can be observed at the transition of the press-fit and chamfering region. The face surfaces of the proximal is worn with a circular pattern. Small bone attachments can be seen on the anchoring surfaces of the distal part and a revision damage in the form of a drill hole can be seen on the lateral side. The borehole of the distal part appears deformed and worn to the point that a newly formed ledge can be found on the lateral wall. The face surface of the distal part is also worn and matches the proximal part, indicating their contact which each other. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination/s. The retrievals at hand show that the revitan stem is disconnected at the connection between the connection pin and the distal stem body. This allowed movement between the pin and the distal stem body, leading to wear of the face surfaces and the formation of the newly formed ledge in the borehole. However, the reason for the initial disconnection of the pin cannot be determined. Additionally, it was determined that zimmer biomet products were used together with products from another manufacturer. Zimmer biomet has not confirmed the compatibility for this combination of devices. It is unknown if this off-label use caused or contributed to the reported event. In conclusion, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.